Event description:
Patient reported that last night when she was infusing she had a faulty f900 tubing and when she tried to prime the medication the medication was not pushing through the tubing, medication started leaking and then the syringe flew out. Pt had 40 mls of hizentra in the syringe and pt ended up wasting the medication since she felt the sterility was compromised. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.